Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/rlq pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, ovarian cyst, polycystic ovarian syndrome, hyperlipidemia, atrial fibrillation, anemia, hypertension, pelvic adhesions, asthma, irritable bowel syndrome, uterine dilation and curettage, endometrial polyp, uterine prolapse, dysfunctional uterine bleeding, paratubal cyst and endometriosis. Concomitant products included levonorgestrel (mirena) since october 2017 for menorrhagia as well as acetylsalicylic acid (aspirin), ibuprofen and metformin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain lower ("pain- rlq pain"). In 2015, the patient experienced fatigue ("fatigue"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), acne ("acne"), pruritus ("itching") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder/urinary problems: increased urinary incontinence"). In 2017, the patient experienced allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection ("pelvic infection"), metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), back pain ("back pain"), pain in extremity ("legs pain") and cyst ("cysts in the same area (rlq)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, weight increased, arthralgia, back pain and pain in extremity was resolving, the vaginal haemorrhage, menorrhagia, anxiety, urinary incontinence, fatigue, hyperhidrosis, hot flush, acne, pruritus, metrorrhagia and cyst outcome was unknown and the pelvic infection, allergy to metals, dyspareunia and bacterial vaginosis had resolved. The reporter considered abdominal pain lower, acne, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, cyst, dysmenorrhoea, dyspareunia, fatigue, hot flush, hyperhidrosis, menorrhagia, metrorrhagia, pain in extremity, pelvic infection, pelvic pain, pruritus, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right tube 8 visible coils, left tube 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, ovarian cyst, polycystic ovary, hyperlipidemia, atrial fibrillation, anemia, hypertension, pelvic adhesions, asthma, irritable bowel syndrome, uterine dilation and curettage, endometrial polyp, uterine prolapse, dysfunctional uterine bleeding, paratubal cyst and endometriosis. Concomitant products included levonorgestrel (mirena) since (B)(6) 2017 for menorrhagia as well as acetylsalicylic acid (aspirin), ibuprofen and metformin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain lower ("pain- rlq pain"). In 2015, the patient experienced fatigue ("fatigue"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), acne ("acne"), pruritus ("itching") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder/urinary problems: increased urinary incontinence"). In 2017, the patient experienced allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection ("pelvic infection"), metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), back pain ("back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, weight increased, arthralgia, back pain and pain in extremity was resolving, the vaginal haemorrhage, menorrhagia, anxiety, urinary incontinence, fatigue, hyperhidrosis, hot flush, acne, pruritus, metrorrhagia and bacterial vaginosis outcome was unknown and the pelvic infection, allergy to metals and dyspareunia had resolved. The reporter considered abdominal pain lower, acne, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, hot flush, hyperhidrosis, menorrhagia, metrorrhagia, pain in extremity, pelvic infection, pelvic pain, pruritus, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right tube 8 visible coils, left tube 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet and medical record were received. Case upgraded to serious incident. Event injury was updated to following events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pelvic infection, anxiety, increased urinary incontinence, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rlq pain, fatigue, weight gain, excessive sweating, hot flashes, acne, itching, metrorrhagia, joint pain, bacterial vaginosis, pelvic pain, back pain and legs pain. Medical history, concurrent condition and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.